Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent bilateral hip surgeries on (B)(6) 2007. It is alleged that after the implantation of the device, the patient began experiencing discomfort in the area of her device (right hip) and further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood. The patient has not had the devices explanted as of this date.